Event description:
Customer uses product to hold insulin infusion set, places iv3000 on skin, inserts needle through dressing, then places ported dressing on top. When iv3000 gets wet, top dressing comes off and infusion set dislodges.